Event description:
A male pt contacted lifecor customer support to report that neither battery pack would power up the monitor. The pt confirmed that the monitor had bent pins. Support sent a pt services rep (psr) to replace the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor.